Event description:
It was reported that the hosp experienced problems with peep (positive end expiratory pressure) control when using the ventilator. The measured peep values fluctuated both above and below the set value.